Event description:
It was reported by a depuy mitek rep. That when the surgeon was performing a sad he found 2 bioknotless rc anchors in the patient's subacromial space. These devices were from a previous operation to the patient for a rotator cuff repair. Upon examination of the previous operation site the surgeon found the patient's rotator cuff to be in normal healed condition, no tears and no damage. The surgeon states that there is no adverse effect to the patient, no patient harm. The surgeon completed the case without any further incident.